Event description:
The customer reports: both screens go blank when they press the footswitch.

Manufacturer narrative:
Liebel flarsheim field service report: field service engineer and technical support spoke with the customer about the monitor set up. Resolved monitor issue over phone. Fse visited the customer, troubleshot and replaced 24 vole power supply. Tested operations as per lf specifications. Unit returned to full service by the customer.